Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified readings on the adc device compared to unspecified readings contained on the adc meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer reported thirst, slow reflexes, "was blue", and was unable to self treat. As a result, the customer was sleepy a healthcare provider where they received treatment of lemonade for treatment. There was no report of death, serious injury, or mistreatment associated with this event. Additionally, the customer received sensor scan results of 300 mg/dl compared to readings of 100 mg/dl respectively obtained on an adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant.